Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that a few months after implant the first electrode, stopped functioning. The first program did not do anything, and the patient stated that she did have reprogramming sessions. She indicated that she has tried the other three programs and they do help, however stated that the first one did work the best. The patient also reported that her symptoms return when the batteries in her patient programmer (pp) depleted. She stated she did not bring her patient programmer with her when she leaves the house and when her symptoms were worse she checked the patient programmer and the batteries were depleted. Patient services reviewed design and functionality of patient programmer with patient however patient believes that the two were related. No further complications were reported or are anticipated.